Event description:
It was reported that patient underwent rotator cuff repair on (B)(6) 2012. During the procedure, the surgeon attempted to implant a soft tissue anchor, but the device would not seat. A second soft tissue anchor was attempted, but it pulled out while the surgeon was tying a knot. A second hole was prepared to complete the procedure.

Manufacturer narrative:
This event corresponds to two (2) fixation devices from the same lot. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number two states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure". The user facility was notified of the event on april 16, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.